Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the trailing haptic tore off while advancing the injector. There was patient contact but no injury. This is one of two lenses the surgeon attempted to insert in this patient's eye before the third one was successfully implanted. See MFR report # 2023826-2008-01155.

Manufacturer narrative:
A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/ cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.